Manufacturer narrative:
This report is submitted on june 10, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 (reason for the explant unknown). The patient was re-implanted with a new device in the same procedure.